Manufacturer narrative:
(B)(4). G2: foreign - event occurred in south korea. G2: literature: young-hoo kim, md, jang-won park, md, young-soo jang, md, and eun-jung kim, md (2025). Comparison of highly cross-linked and conventional polyethylene during simultaneous bilateral cruciate-retaining total knee arthroplasties. The journal of bone & joint surgery, 108(9): p 664-670 http://dx.doi.org/10.2106/jbjs.25.00621. H6: component code - mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Event description:
A journal article was obtained that reported a comparison study from korea. The purpose of the study was to compare the long-term (minimum follow-up of 15 years) clinical and radiographic results, revision rates, and survivorship between highly cross-linked polyethylene (hxlpe) and conventional polyethylene (cp) bearings among patients undergoing cruciate retaining (cr) tkas performed by a single surgeon. This study enrolled a consecutive series of 410 korean patients, 820 knees (mean age, 62.6 ± 8 years) who underwent simultaneous bilateral tkas during the same anesthetic session. This study included 164 men and 246 women. Each patient underwent a posterior cr high-flexion tka (nexgen cr-flex tka; zimmer biomet) with an hxlpe bearing on 1 side and a nexgen cr-flex tka with a cp bearing on the opposite side. The mean follow-up period was 17.5 years (range, 15 to 19 years). In the cp-bearing group, three patients were revised due to infection with no further information provided.